Event description:
It was reported that a pump was alarming for an air in line message. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom air in line was confirmed but not reproduced. The evaluation found the upper reading on the ultrasonic sensor with a fluid filled tube to be below specification. Low ultrasonic readings make the pump more sensitive to air in line and upstream occlusion alarms if the pump was able to run corresponding with reported symptom. As a result, the upstream sensor was replaced.